Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse installed new display lcd 0160-00-0127 along with replacement display cable, bezel labels and display screw kit, rebooted system. Fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a damaged display lcd; red vertical on upper display. No reported patient injury or harm.